Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for investigation in good condition. A cassette was attached to the pump. The pump ran the program without any issues. The customer reported product problem (no disposable tubing" alarm) was not reproduced during functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the device. As a preventative measure the upstream sensor was re-calibrated, and the downstream sensor was replaced.

Event description:
Information was received indicating that a smiths medical ca dd legacy pump exhibited a ?no disposable tubing" alarm. No adverse effects were reported.